Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complaint indicates the implant fell off the driver and lost sterility. The alleged complaint is non-verifiable with the information presented, as the device was not returned for evaluation. A root cause for the event could not be determined.

Manufacturer narrative:
Age and date of birth not provided. Patient weight not provided. Initial reporter: title, first and last name, email address, state and zip code not provided. Device manufacture date unavailable. PMA/510(k) number not available.

Event description:
Doctor indicated that the unknown implant driver malfunctioned and caused the implant ((B)(4)) to dropped down on the floor during surgery.